Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, it was reported by the sales rep that during the unknown procedure, the doctor was suturing the patient when the needle broke in patients skin while holding onto the needle driver. The doctor managed to get the needle out but had to cut into the patients skin deeper. They got a new suture of same type. The replacement needle almost broke off as well but the doctor managed to stop to prevent needle from moving into fat tissue deeper. The patient was informed and understood not to move. The report appeared to be a procedure where the patient was awake using local anesthetic. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the size of the needle used? Was more than half the needle retained in the patient? Where was the needle retained; in what structure? Could you confirm if the needle broke 2 times on the same patient? Were prescription steroids administered? Were antibiotics prescribed? What medical/surgical intervention was provided? Location of inflammation? Was any surgical intervention performed specifically re-suturing? Events reported via: 2210968-2022-05008 and 2210968-2022-05010.

Manufacturer narrative:
Product complaint(B)(4). Date sent to the FDA: 08/02/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-05008.